Event description:
It was reported that during a procedure for a vertebral artery segment aneurysm, the physician used a guidewire to carry the microcatheter to the target location superselectively and prepared to implant coils, the subject coil encountered significant resistance within the microcatheter after being pushed from the introducing sheath. Despite repeated adjustments by the physician, the subject coil could not be advanced. Subsequently, the physician withdrew the subject coil for external examination and found that it had been stretched and detached prematurely. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.